Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient presented in clinic due to infection. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead and the implantable cardioverter defibrillator (ICD). The patient condition was unknown.